Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A different ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A different ra lead was successfully implanted. Additional information from the field indicated this lead was explanted to allow for safe radiation therapy. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A different ra lead was successfully implanted. Additional information from the field indicated this lead was explanted to allow for safe radiation therapy. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix being clogged with dried blood/body fluid and tissue. The "known inherent risk" conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.